Manufacturer narrative:
This is a combination product olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to press the display in button on the right corner of the monitor. Afterwards, tac asked the customer to go to port a which was set to digital visual interface. Tac advised the customer to select input and image was obtained. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the 4k uhd lcd monitor, no image. The issue occurred during preparation for use and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. However, use error was not ruled out as the image was obtained after troubleshooting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual of oev321uh (drawing no:ra5183, revision:8, 6. Troubleshooting), identifies the following related verbiage which could have prevented the phenomenon: ¿malfunction: no image. Cause: the button for switching input signals has been incorrectly set. Remedy: use the input select buttons on the front panel to select an appropriate terminal.¿ the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.